Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable. The device was explanted, and a new device was implanted. Effective therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.